Event description:
Patient presented to the physician with the ipg moving in the pocket after weight loss, which was causing soreness at the site. Physician brought the patient into the or and removed the entire inspire system.